Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017. At 3 day post op uncorrected visual acuity in right eye was 20/50 -1 with pinhole at 20/20-1 and left eye was 20/50-2 with pinhole at 20/30 +2. Five days post op uncorrected visual acuity right 20/30 -2 and left 20/25 +2. Six days post op uncorrected visual acuity right 20/20 and left 20/25 +-1. Refraction: right .75 x -0.50 x005 20/20 -1. Left plano -.50 x 142 20/25 -1. Two+ superficial punctate keratitis both eyes. Eleven days post op uncorrected visual acuity right 20/30 and left 20/30 +-1. Refraction: right 2.25 x -0.50 x 180 20/25-2. Left 1.75 -.50 x 007 20/25 -2. Inferior 1+ superficial punctate keratitis in both eyes. Quick taper on lotemax 4 times a day, for 3 days then discontinue and artificial tears every hour. Eighteen days post op uncorrected visual acuity right 20/30-1 and left 20/30 -1 with horizontal diplopia. Refraction: right 3.50 x -0.50 x 150 20/20 -1. Left 1.75 -.50 x 005 20/25 -2. Twenty three days post op (11/13/2017) uncorrected visual acuity right 20/40 +2 and left 20/30 -1. Refraction: right 3.50 x -0.50 x 150 20/20 -1. Left 1.75 -.50 x 005 20/25 -2. Started clapiks (contact lens-assisted, pharmacologically induced keratosteepening). On (b)(\6) 2017 after wearing clapiks patient states he is only wearing it in right eye as left was too painful and stop wearing it on (B)(6) 2017. Refraction: right plano x -0.50 x 180 20/20. Left 1.75 -.50 x 017 20/20. Stopped clapiks. On (B)(6) 2017 patient notes shadows mostly at near however, feels it is getting better. Uncorrected right 20/20-2 20/20 left. Refraction: right .50 x -0.50 x 180 20/20. Left .50 -.50 x 022 20/20. Patient has no loss of best corrected visual acuity. This case is for the visx system. A separate report is being submitted for the idesign laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision has been submitted.